Event description:
Mesh implanted in 2006 in an elective hernia repair procedure. On the next day, the pt experienced pain, fever and nausea. The pt went to the ER on the 4th of that month. On the 5th a second surgery was performed, in which the area was discovered to be infected.